Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "on (B)(6) 2018, the blockage was found and after resolving the blockage, the leakage of contrast agent was seen. When taking cerebrospinal fluid from reservoir, infection was seen. Therefore the product was removed. Although the customer checked cerebrospinal fluid after removing, any infection was not seen. However, the customer detected bacteria on the surface of the reservoir. Therefore, the customer assumed that the bacteria could be mixed into cerebrospinal fluid."

Manufacturer narrative:
We received the shuntsystem (complete with catheter and reservoir) in two plastic container. The product was inserted in an unknown liquid. The first step of our investigation is an optical inspection. We observed punctures in the membrane of the reservoir. The progav 2.0 and the shuntassisstant showed no signs of damage or deformations. To proof the penetrability of the valve, we carried out a permeability test. This test was carried out a hydrostatic pressure difference of approx 20-30 cmh2o in the flow direction. The investigation has shown that the progav 2.0 shuntassisstant were permeable. At the same time, we tested the catheter and the reservoir for permeability. We also tested the pumping function of the reservoir with the help of the water bath. The investigation has shown that the reservoir can be filled with a liquid and then discharged again with no resistance. We found, however, that the test fluid emerged from a damaged position of the membrane. Our adjustment tests are carried out with standard progav 2.0 check mate and measurement tool. The progav 2.0 is adjusted from 0 up to 20cmh2o and down again in the same way in step of 5 cmh2o. The progav 2.0 valve was adjustable to all specified settings. To measure the braking force we have investigated the progav 2.0 with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav 2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function test has shown that the brake function is full in place. The measurement of the braking force is within tolerance. We performed a visual inspection on the progav 2.0 shuntsystem. The progav 2.0, the shuntassisstant and the catheter showed no sign of deformations or other abnormalities. The reservoir however showed puncture in the membrane. To make sure that the progav 2.0 shuntassissant is permeable, we have performed a permeability test. The investigations have shown that the progav 2.0, the shuntassissant and the catheter were penetrable. To check whether the reservoir is permeable, we have filled the reservoir with liquid and then drain it. The membrane has returned to its original position after pumping. However, it was observed that the test fluid leaked out at the damaged sites of the membrane. In the next step we have carried out adjustment test. We tried to adjust the progav 2.0 valve from 0 cmh2o up to 20cmh2o and down again in increments of 5cmh2o. Based on our investigation results we can confirm that it is possible to adjust the valve to all pressure settings. To proof if the brake function is full in place we have carried out a brake function test. The investigation ha shown that the brake function is present and the brake force is with tollerance. In order to vertifiy whether the valve were influenced by the known risk of hydrocephalus therapy, as for example by natural substances)protein, blood or tissue particles) in the cerebrospinal fluid, we have finally dismantled the valves. After opening the valve, we found no visible deposits inside the progav 2.0 valve or inside the shuntassisant. Based on our investigation, we can confirm that the shuntsystem was blocked but we can confirm a leakage from the reservoir. We cannot explain how the membrane damaged occurred. We would like to point out that a puncture with a cannula of maximum 0.09mm should be made perpendicular to the reservoir surface.